Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155324; mw5155323.

Event description:
It was reported that the patient had developed an infection, resulting in vegetation on the atrial lead. The system was explanted. The patient's status was not provided.